Manufacturer narrative:
Zoll medical (B)(6) evaluated the multifunction cable and CPR connector and the customer's report was not replicated or confirmed. The multifunction cable and CPR connector were put through extensive testing, on a test device (zoll (B)(6)) without duplicating the report. The device log was not provided to zoll (B)(6) for review. We were unable to confirm or deny the complaint since no log files were provided for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.